Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. (B)(4):the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found (B)(4) no anomalies found (B)(4) proximal segment (B)(4) no anomalies found (B)(4) proximal segment (B)(4) no anomalies found (B)(4) proximal segment.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and three leads were returned from an unknown source with no information. Information identified in the manufacture's data base indication the patient died approximately fifteen days post the implant of the crt-d. Follow-up revealed the patient was found dead at home after not being heard from in two days. The last time the patient was seen in the cardiology clinic was two months prior to the day of death. They had an underlying rhythm of atrial fibrillation, a pacing rate of 60-120 beats per minute. The patient had not been seen post implant of the crt-d. The patient was not pacemaker dependent. There was no autopsy performed. Cause of death has been requested and not received.